Event description:
The report is from the study. The pt had 5 stents placed. A dissection occurred post implant of the 5th stent, there is no indication this was treated. The following day the pt had st-elevation, elevated cardiac enzymes and ventricular tachycardia. Addendum event date 2008: the pt had been well since the index procedure but had been experiencing chest discomfort on exertion over the last few weeks. About 5 days prior, the pt's exercise test performance was poor. The pt had an angiogram and reptca in 2008. The report indicates that there was 80% restenosis in the first obtuse marginal and 85% focal restenosis and peri-stent restenosis in the mid circumflex. There was no restenosis in the other stents and timi flow was 3. The mid circumflex was treated with xience 3.0 x 15 mm and 3.0 x 12 mm stents. The first obtuse marginal was also treated but it is not indicated how it was treated. There was 10% restenosis in the proximal and mid lad stents, which was not treated. The report also indicated that the 5th stent implanted in the distal lad was implanted due to a dissection. There is no indication what device caused the dissection. Therefore the 4th stent implantation in the mid lad will be reported for this event. The pt was a male with 3-vessel disease. Five lesions were treated during the index procedure. The pt had a medical history of obesity, hypertension, hyperlipidemia, smoking, and family history of coronary artery disease. The indication for the procedure was stable angina pectoris. Cardiac enzymes were normal pre-procedure.

Manufacturer narrative:
The 1st target lesion was in the obtuse marginal. The vessel diameter was 3 mm and the lesion length was 10 mm. Pre-procedure stenosis was 80% and post-procedure stenosis was 0%. The lesion was de novo, slightly angulated and a type a classification. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 12 atms. A device was deployed at 18 atms. The 2nd target lesion was in the distal circumflex artery. The vessel diameter was 3 mm and the lesion length was 15 mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0%. Timi flow was 3. The lesion was de novo, irregular contour and concentric. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 12 atms. A device was deployed at 14 atms. The 3rd target lesion was in the proximal left anterior descending artery (lad). The vessel diameter was 3.5 mm and the lesion length was 10 mm. Pre-procedure stenosis was 70% and post-procedure stenosis was 0%. The lesion was de novo, concentric and a type a. The lesion was not pre-dilated. A device was deployed at 16 atms. The 4th target lesion was in the mid lad. The vessel diameter was 3 mm and the lesion length was 15 mm. Pre-procedure stenosis was 70% and post-procedure stenosis was 0%. The lesion was de novo and a type b1. The lesion was pre-dilated with a 2.5 x 2 mm balloon at 8 atms. A crb18300 was deployed at 18 atms. The 5th target lesion was in the distal lad. The vessel diameter was 3 mm and the lesion length was 10 mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0%. The lesion was de novo with irregular contour. The lesion was pre-dilated with a 2.5 x 8 mm balloon at 10 atms. A crb13300 was deployed at 10 atms because of a dissection, there is no indication what device caused this dissection. It is noted that a distal edge dissection occurred. Post-procedure peak ck was <2 times above upper normal level (unl). The day after the procedure, the pt had transient st elevation on the ECG and 6 beat ventricular tachycardia. The event reverted spontaneously. The pt was discharged two days later. This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of 3 products involved with the reported event. The associated MFR report numbers are 9616099-2008-01670 nd 9616099-2008-01671. Add'l info will be submitted within 30 days of receipt.